Event description:
It was reported by the surgeon that the patient's lead and generator were explanted due to the patient experiencing extreme discomfort and muscle spasms when the vns device stimulated. In the past, the patient reported neck throbbing that he believed was related to the vns. The patient was concerned that an electrode had become detached after playing with his children. The patient's device had been programmed off; however, the neck spasms reportedly continued diagnostics were within normal limits. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
It was reported by the surgeon that the patient's symptoms did not begin with any trauma, manipulation, settings changes, etc. The explant was for patient comfort. No further relevant information has been received to date.